Manufacturer narrative:
(B)(4). Device was not returned. (B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation determined that the difficulty in removing the gripper line was a result of the reported user error of the operator removing the clip delivery system (cds) from the guide catheter prior to removing the gripper line. The mitraclip system instructions for use (IFU) states that the clip delivery system (cds) removal should occur after the gripper line has been removed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - forgetting a step in the deployment process; removal of gripper line prior to device removal. The mitraclip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the failure to remove the gripper line prior to removal of the clip delivery system (cds), which has potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure in a patient with 3-4 mitral regurgitation, the first mitraclip was successfully deployed on the mitral valve leaflet; however, during removal of the cds, it was noticed that the gripper line was still attached. A multipurpose catheter was inserted over the gripper line for more guidance and a guide wire and another catheter were used to aid in the removal of the gripper line. Using troubleshooting maneuvers, the gripper line was successfully removed. A second mitraclip was successfully deployed reducing mitral regurgitation to trace. There was no adverse patient effect or a clinically significant delay in procedure reported. No additional information was provided.